Manufacturer narrative:
(B)(4).

Event description:
It was reported during the patient's drg trial procedure the physician experienced difficulty placing the first lead and it caused the patient pain, consequently, the physician decided to abandon the procedure. Additionally, when the lead was pulled out a small piece of the sheath was sheared off. The physician suspected the small piece of the sheath stayed inside the patient's ligament as it could be seen under fluoroscopy imaging. The patient was reportedly fine and no adverse consequences were observed.